Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed for the right rear wheel was bent and was rubbing against the right side frame when weight was on the chair. The underlying cause could not be identified.

Event description:
The frame was bent and one of the rear wheels was rubbing against the frame.